Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Approximately 13 cm from the distal end is a 3cm section of bare core wire. The coating has rolled over itself towards the distal end. Due to the condition of the returned device it cannot be determined if a small section of the coating is missing. Wire guide length is 339.5 cm. Therefore approximately 140.5 cm of the wire guide was not returned. An unused hyb-48015 wire guide was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case situation. The balloon returned with the complaint wire guide was back loaded over the wire guide and advanced through the endoscope and then retracted. No damage was observed to the wire guide. The minimum size of the wire guide lumen of the balloon returned with the complaint wire guide was checked with a pin gauge and passed. Therefore the wire guide lumen in the balloon is greater than the minimum specification and large enough for the wire guide to pass. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. As the balloon catheter is advanced over the guide wire, the hydrophilic coating from the distal end of the wire guide stripped. The coating remained attached to the wire guide. No section of the device detached inside the endoscope or patient. A new balloon and wire guide were opened and used to successfully complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.